Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who provided information and assistance to reset the pump. The malfunction did not recur after resetting, and the customer was advised to continue using the pump and to call back if any issues arose.